Manufacturer narrative:
The investigation results are not yet available for the event. The follow up/corrective actions for the event are not yet available. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Erroneous non-reproducible results were generated by the cobas e411 disk. The events involved a total of 1 patient with the following: one erroneous result for the elecsys estradiol iii assay. The patient's age was requested, but not provided. The patient's weight was requested, but not provided. There was one female. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.